Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient developed redness, inflammation, pustule, puss, an infection at the needle puncture site. On (B)(6) 2024, the parent consulted a physician, and the patient was prescribed an oral antibiotic medication (amoxicillin unspecified dosage, twice per day for 2 weeks) for the infection. At the time of the report the patient recovered after the course of oral antibiotic treatment. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.